Manufacturer narrative:
Investigation - evaluation: a review of the device history record, instructions for use (IFU), specifications, quality control data, and visual inspection of the returned device was conducted during the investigation. One partial catheter was returned for investigation. There was 2.5 cm of tubing extending from the hub. A visual examination noted the tubing was cut at an angle. Striations were noted along the severed edge. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. There is no information surrounding the events that led up to the severed lumen. The striations on the severed edge suggest a slide clamp may have been in that location. At this time, the clinical assessment cannot eliminate any possible causes for the severed device. Based on the provided information, inspection of returned product, and the results of the investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had a triple lumen silicone central venous/hyperalimentation catheter placed on an unspecified date. A staff nurse noted some resistance while attempting to flush the line. The customer reported that the white line of the three lines completely severed. The catheter remains indwelling and in clinical use while the white line portion of the three lines is clamped and covered. There is no indication of any adverse patient consequences. The white line is clamped and covered while the triple lumen catheter remains indwelling. The severed portion of the white line was returned for evaluation.